Event description:
Healthcare professional reported "48 hours after application" in the nasolabial folds with unspecified juvederm ultra plus pt developed "ischemia, hyperemia with pale central region and pustules" in the "nasolabial folds and the cutaneous and mucosa regions of the nasal ala." Pt was treated with "hyaluronidase, aas [acetylsalicylic acid], antibiotics and local heat." Symptoms have resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of vascular event, pustules, blanching, and hyperemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.